Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown. It was also reported that the piece of plastic was fell off from reservoir compartment due to this reservoir was able to lock in the beginning but now piece of actual plastic fell off. The customer was advised to replace the pump and replacement insulin pump will be sent back to the customer. The insulin pump will not be returned for analysis.